Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown, non-product experience. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. According to product investigation results, they determine that this event is now considered not reportable as there were no allegations from the field.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown issue. No additional adverse patient effects were reported.